Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had cardiac arrest and the implantable cardioverter defibrillator (ICD) did not treat the arrhythmia. The patient was externally defibrillated. The device remains in use. It was further reported that the right ventricular (rv) lead had oversensing of high rate non-sustained episodes and undersensing. The rv lead had high thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.